Event description:
On (B)(6) 2013 pt underwent c4-5 , c5-6 anterior cervical discectomy and fusion w/roi-c for cervical disc displacement ldr spine. Initially after surgery on (B)(6) 2013 pt was doing well but experienced the return of severe neck pain after jumping into a pool feet first. On (B)(6) 2013 pt underwent surgery for c4-5 anterior fusion using 12 mm screws and lanx snowcap plate. The anchoring mechanism used in the first surgery was found to be loose.